Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he tried to deliver a bolus and the keypad was unresponsive. He removed the battery a few times but the buttons were still not working and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 237 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.